Event description:
It was reported that the burr was stuck on the wire. The target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 1.50mm rotalink burr and rotawire was selected for use. During the procedure, it was noted that the burr was stuck on the wire. The device was pulled out from the patient's body. The procedure was completed with another of the same device. There were no complications reported, and the patient was stable post procedure.